Event description:
The manufacturer was contacted in reference to a DS2Adv Auto CPAP device.There was an allegation of humidifier overheated, resulting in burn marks on the nightstand. There was no report of patient harm or injury. There was no report of medical intervention.The device was returned to the third-party service center for evaluation but not yet evaluated.